Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) display became blank, and it continued cycling. The pt was removed from the unit, and placed on an alternate ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the backlight inverter printed circuit boards (pcb's), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).